Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Confirmed reported symptom "false upstream occlusions" though history log. However evaluation could not reproduce the reported problem due to a reload set message caused by a failing upstream sensor. Further occlusion testing could not be performed due to the reload set message. The upstream sensor is a known contributor to reported symptom and will be replaced.

Event description:
It was reported that a pump alarms for upstream occlusion when none is present. It was also reported there was no pt injury.